Manufacturer narrative:
Bayer case number: (B)(4). Essure coils were not present [device dislocation] the remainder of the essure coil is embedded within the myometrium of the right cornu [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils were not present") and embedded device ("the remainder of the essure coil is embedded within the myometrium of the right cornu") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required) and embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and hysterectomy & bilateral salpngectomy). Essure was removed on (B)(6)2023 at the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: it does not show cancer; however abnormal cells are present. We will repeat pap smear in 3-6 months. Also, essure coils were not present. Specimens: uterus, cervix, bilateral tubes final diagnoses: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix involved by high grade squamous intraepithelial lesion (cin 3) benign inactive endometrium adenomyosis fallopian tube with benign para tubal cyst. Gross description: the specimens are ¿uterus, cervix, bilateral tubes". It consists of a 69 g, 9.0 x 5.1 x 3.4 cm hysterectomy specimen with attached right fallopian tube and partial left fallopian tube. The tan pink, trabeculated myometrium has a maximum thickness of 1.7 cm and contains silver, coiled metallic material in the bilateral cornua, consistent with essure coils. No discrete masses or lesions are identified. The 6.5 x 1.7 cm right attached, fimbriated fallopian tube contains a 0.9 cm in length segment of silver coiled metallic material, consistent with essure coil. The remainder of the essure coil is embedded within the myometrium of the right cornu. The 2.6 x 0.5 cm segment of attached left fallopian tube contains a 2.3 cm in length segment of silver coiled metallic material, consistent with essure coil. Received separately in the container is a 4.2 x 1.5 x 0.5 cm segment of bright yellow, lobular adipose tissue with an attached 2.5 cm tan pink, disrupted cystic structure with an adjacent 1.6 cm intact cystic structure, containing straw-colored serous fluid. Separated from the adipose tissue by the previously described cysts is a 1.6 x 1.2 x 0.5 cm segment of fallopian tube fimbriae. Myometrium containing essure coil microscopic description: microscopic examination is performed, and the findings corroborate the diagnosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. New event device embedded added. Surgical pathology report added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) essure coils were not present [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils were not present") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: it does not show cancer; however abnormal cells are present. We will repeat pap smear in 3-6 months. Also, essure coils were not present. Specimens: uterus, cervix, bilateral tubes final diagnoses: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix involved by high grade squamous intraepithelial lesion (cin 3) benign inactive endometrium, adenomyosis, fallopian tube with benign paratubal cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.